Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia circuits with pictures provided . Sample was submitted to visual inspection and leak test inspection base on av-0525 rev. 107 - visual aid to leak test. Visual inspection revealed hole present in breathing circuit. The leakage problem is confirmed because the circuit is damage (hole). Cannot be confirmed the failure, the most probable root cause is that damage (hole) occurred after the product left smiths medical facilities. The device had passed all functional testing at 100 percent prior to release of product

Event description:
Investigation completed and summary.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. Reported. During a pre-use air leak check, leakage from the breathing circuit was observed. So the customer did not use the product. No patient injury.